Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they had a high blood glucose value of 588 mg/dl. Customer's other blood glucose value: 341 and 173 mg/dl. The customer's parent reported that the high blood glucose was treated with manual injection. Troubleshooting was performed. The customer's parent reported that the programming on the insulin pump was accurate. The customer's parent reported that they had to change the infusion set. The device is not expected to be returned for analysis.